Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was confirmed. The device was visually inspected and found halo image due to insufficient glue and bending tile was off. There was a slow leak from the biopsy channel. The a-rubber glue was cracked. There were excessive frayed wires on the passive side. There was low angulation found. The control knob was heavy and there was some play in the knobs. The edge was chipped and there were scratches and some deep dents. The listed parts were replaced. The device was returned to full functionality and returned to the user facility.

Event description:
The user facility reported that there were bending manipulation and insertion tube defects with the device. The angulation becomes locked and cannot disengage. When the user turns the wheel, nothing happens. There was no patient involvement. No additional information was provided.